Manufacturer narrative:
Additional information to g4, g9, h2, h6, h10/11. As the lens remains implanted, it is not available for evaluation. There have been no other events reported for this product lot. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, a definitive root cause cannot be determined. No corrective action is necessary at this time.

Manufacturer narrative:
As the lens remains implanted, it is not available for evaluation. The device history record was reviewed and no anomalies or nonconformances were identified that would be related to the event. The investigation is ongoing.

Event description:
It was reported that an intraocular lens (iol) rotated post-implant into the left eye. The patient noticed a decrease in their visual acuity day one postoperatively. Six days postoperatively the lens was observed to have rotated approximately thirty degrees. The patient¿s iol was repositioned four weeks postoperatively. The surgeon used surgeon used astigmatism fix.com for the intervention. In the surgeon¿s opinion, the likely cause of the event was iol rotation.